Event description:
It was reported that there was an incident of pocket erosion. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).